Event description:
A malfunction was reported with a code identified as malf 5, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer to use mdi as a backup therapy to ensure continuous insulin delivery. The customer was guided on placing the pump into storage mode and was asked to return the faulty pump with a pre-paid label within ten days, which they acknowledged.